Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the cause of the noise was determined to be secondary to physical exertion. Troubleshooting was performed and device reprogramming of the duration was extended. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed evaluating the sensitivity settings to determine if programming adjustments were appropriate and also recommended performing defibrillation threshold (dft) testing. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead received inappropriate anti-tachycardia pacing (atp) as a result of noise on the rv channel. It was reported this patient is 100 percent pacemaker dependent. No adverse patient effects were reported.